Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. Clinical assessment: auto-refraction post-operative was provided (subjective refraction not available), which is not sufficient for final review. Furthermore, no topography pre-op and post-op or logfiles are available. Review of the treatment report shows all used parameters are within the normal limits. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A technician reported undercorrection in a patient's right eye post lasik. An antineoplastic drug was applied for 12 seconds. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.